Event description:
It was reported that the nurse stated that they were getting no flow. They have already changed the pads but are still unable to get any flow. Had disconnect and reconnect pads using proper technique and attempt to restart. Flow rate (fr) had remained at zero. Guided to diagnostics showed that the system hours were 9881, pump hours were 9010, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. They decided to try to locate another device and would send this one to biomed. Per follow up information received via task on 26jan2026, spoke with nurse who confirmed device was removed from the floor this morning. They borrowed another device from a different unit and this one functioned without issue. Therapy completed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They have already changed the pads but are still unable to get any flow. Had disconnect and reconnect pads using proper technique and attempt to restart. Flow rate (fr) had remained at zero. Guided to diagnostics showed that the system hours were 9881, pump hours were 9010, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. They decided to try to locate another device and would send this one to biomed. Per follow up information received via task on 26jan2026, spoke with nurse who confirmed device was removed from the floor this morning. They borrowed another device from a different unit and this one functioned without issue. Therapy completed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were getting no flow. They have already changed the pads but are still unable to get any flow. Had disconnect and reconnect pads using proper technique and attempt to restart. Flow rate (fr) had remained at zero. Guided to diagnostics showed that the system hours were 9881, pump hours were 9010, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. They decided to try to locate another device and would send this one to biomed. Per follow up information received via task on 26jan2026, spoke with nurse who confirmed device was removed from the floor this morning. They borrowed another device from a different unit and this one functioned without issue. Therapy completed.